Event description:
Additional information received reported the "shocking sensation" was sometimes felt when the device was turned off. The patient had to turn therapy back on after less than 24 hours of having it off because their bladder spasms were "too severe" to manage without therapy. Investigations appeared to rule out the device as the cause of the "other strange and undetermined" sensations and no falls or traumas were noted. Both the patient and nurse were reportedly "happy" to continue with therapy. A second follow up report will be sent if additional information is received.

Event description:
It was reported that about three months prior, the patient experienced ¿some shocking sensation¿ that would travel from the lower back, up the spine, and into the head. They would experience a loss of vision on the right hand side. The patient was referred for a CT scan to determine another neurological condition and that was indicated to be ¿normal.¿ as of the date of the report, the patient still had some shocking feelings, but they were reduced and were only when they opened their bowels. It was noted the patient used a wheelchair. The patient was happy with therapy and the impedance check was ¿satisfactory.¿ it was stated the patient was advised to turn the device off for two months to see if the sensation was linked to the therapy or not. They had also been advised to turn the device back on if they would prefer the pain relief as they were implanted for bladder spasms. There were no plans to explant the device. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).